Event description:
On (B)(6) 2012, olympus biotech pvg received a report of a haematoma in a (B)(6) male patient (initials (B)(6)) who received one unit of osigraft on (B)(6) 2003 as part of a procedure to treat a tibial non union. During the procedure osigraft mixed with the patient's own blood was used. Perioperatively the patient was administered cefuroxime; non steroidal anti rheumatics (nos) were administered postoperatively. Approximately one day after the surgery, the patient, who had undergone several previous attempts at osteosynthesis of the tibia, including one in (B)(6) 2003, developed a postoperative haematoma 'at lesions site.' The haematoma was managed by elevation of the leg. The physician classified the haematoma as non serous and causally unrelated to the osigraft. In follow up received on (B)(6) 2012, the physician confirmed that no other materials were used or implanted during the procedure and that no radiological or laboratory investigations were performed. The physician also stated that the patient did not experience a postoperative haematoma, but rather postoperative swelling, and that a reduction in the swelling was seen 'a couple of days after operation.' No additional information is expected.